Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation device being used for a other (posterior cervical)procedure. Prior to the procedure, while selecting patient/acquiring scans, the navigation system would not connect to the imaging system. Troubleshooting included trying different ethernet cords, multiple reboots of the systems, and verifying the ip address. [The ethernet cord (28 gauge cat 5) was intact and working. The mobile viewing stations (mvs) was connected via normal process to the imaging system. The ethernet cord was connected from the mvs to the navigation system or navigation system to the mvs. The connection was verified under spine. Spine was then exited and cranial was selected for spin transfer. The transfer was then complete. The wire was unplugged from the mvs, shook, stretched to full length, and then plugged back in with no connection verified. The procedures and different screens were then exited without resolution. Restarting the navigation system or mvs seemed to have no impact on timing of connection (like pushing the elevator button multiple times). The wire was retested and was still functioning properly. The procedure was exited multiple times on the navigation system without resolution. The navigation system was left for approximately 8 minutes and connection reestablished on its own. The wire was then unplugged from the navigation system (waited approximately 30 seconds), plugged back in (waited for approximately 4 minutes) and the mvs could not verify connection. After approximately 6 minutes, connection was reestablished on its own. The wire was then unplugged from the navigation system and 10 approximately minutes elapsed without a connection. The internal mvs ethernet wire and internal navigation ethernet wire were tested and determined to be functioning properly. A spare ethernet port was connected and everything worked. The ethernet wire was unplugged multiple times from both the mvs and navigation system and connectivity was restored within approximately 5 seconds with a new (18 gauge cat6) wire. When connected with the original (28 gauge cat5) wire connectivity was restored within approximately 5 seconds.] Then for an unidentifiable reason, the systems finally connected. The suspected cause was a simple broken ethernet port on the navigation machine. The ethernet port showed no visual signs of damage. The ethernet port was replaced. There was no impact on patient outcome. There was no procedure delay. No further actions were taken, as the event resolved during the call. No complications were reported/anticipated.